Manufacturer narrative:
The device was returned and as part of the annual inspection process in addition to the reportable findings documented in b5, non-reportable findings are as follows; forceps channel port and suction connector both had corrosion; sheet holder unit and electrical connector both had corrosion due to water leakage; due to deformation of switch box, water tightness was lost; grip, right/left knob, upward/downward angulation control knob, and scope connector cover unit all had a scratch; due to annual inspection, parts must be replaced; connecting tube had coating peeling; and adhesive around objective lens had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii duodenovideoscope was returned as part of the annual inspection process. During routine inspection of the device by olympus, the air/water cylinder, suction cylinder, adhesive around light guide lens, and inside the light guide lens all had foreign objects, and the distal end had residual liquid. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material/dirt in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of physical stress due to an impact and or stress due to chemical solution used. It is assumed that the adhesive around the lg lens came off due stress, etc., and moisture entered the lens, causing corrosion. Additionally, the observed foreign material in the air and water cylinder, suction cylinder, the adhesive part of the light guide lens and at the distal tip of the device could not be identified and a definitive root cause could not be determined, however, the issues were likely due to observed leakage from switch box, resulting in proper reprocessing not being able to be performed. The issue may be detected/prevented by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.